Event description:
It was reported that the insulin pump did not alarm when the cannulas were completely bent over. The mother stated that the insulin pump was tested before and alarms, but the same problem is continuing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.